Event description:
It was reported that the patient had two bowel obstructions over the past year ((B)(6) 2011). The patient was hospitalized for four days for both obstructions. No information was provided related to the patient's outcome. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4); lead model 3093-28 lot# v610492 implanted: (B)(6) 2011 explanted: na.

Event description:
Follow up information received reported that the patient received assistance from their physician on (B)(6) 2012 and that their device therapy concerns were resolved.